Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 2 years after the dental implant and abutment were placed in ada site 23, the implant lost osseointegration in type ii bone. The site was not grafted nor was there an infection reported. The product will be forwarded to the manufacturer for investigation. There were no reported complications.(B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 2 years after the dental implant and abutment were placed in ada site 23, the implant lost osseointegration in type ii bone. The site was not grafted nor was there an infection reported. The product will be forwarded to the manufacturer for investigation. There were no reported complications.